Event description:
It was reported that during use the tube is under filling with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. The following information was provided by the initial reporter: (2 of 2 complaints) customer states that tube under filled on three separate occasions. Not know at this point if a straight venipuncture needle or a winged collection set was used. ¿ were there any photos taken at the time of the incident? No photos, examples were given to department supervisor. At the time, material¿s management did not request photos or samples. ¿ how many units (tubes) affected? 10 tubes total. ¿ what is the labeled draw volume (2ml, 3mletc) 2.7 ¿ what was the level of tube fill? A mixture of both? No fill (fill volume is near zero)? Partial fill?unsure ¿ how was the tube rejected (i.e.: at the collection, by the lab, by automated fill level sensing, etc.)? At time of collection. ¿ what was the tube¿s expiration date? 12/31/2021 ¿ how was the tube drawn? With a 20g straight needle. ¿ was a discard tube used? A discard tube is not needed with a straight needle. ¿ was a successful draw achieved with the same lot? Yes- two different lots ¿ is this happening with one particular: department, unit, and shift, time of day or person- multiple phlebotomists at aurora west allis medical center. ¿ what was method of draw? Straight needle? Wingset syringe, line, unsure/other (please list) ¿ are you using a bd device to transfer the blood to a tube? Btd, llad, no, other ¿ if using a wingset were the fitting tight/secure? (Connection between threading luer adaptor to holder and male to female connection) n/a ¿ have the tubes been exposed to extreme heat, yes, no, unsure ¿ how many locations affected (impatient, outpatients, etc.) Two different locations- inpatient and home health phlebotomy.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes. Returned to manufacturer on: 2020-08-11. Investigation summary bd received 35 customer samples from lot 0072405 and 41 customer samples from lot 0072406 from the customer for investigation. 10 samples were evaluated by functional testing and the indicated failure mode for underfill with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0072405, medical device expiration date: 2020-12-31, device manufacture date: 2020-03-12, medical device lot #: 0072406, medical device expiration date: 0072406, device manufacture date: 2020-03-12." A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use the tube is under filling with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. The following information was provided by the initial reporter: (2 of 2 complaints) customer states that tube under filled on three separate occasions. Not know at this point if a straight venipuncture needle or a winged collection set was used. Were there any photos taken at the time of the incident? No photos, examples were given to department supervisor. At the time, material¿s management did not request photos or samples. How many units (tubes) affected? 10 tubes total. What is the labeled draw volume (2ml, 3ml etc) 2.7 what was the level of tube fill? A mixture of both, no fill (fill volume is near zero), partial fill, unsure. How was the tube rejected (i.e.: at the collection, by the lab, by automated fill level sensing, etc.)? At time of collection. What was the tube¿s expiration date? 12/31/2021. How was the tube drawn? With a 20g straight needle. Was a discard tube used? A discard tube is not needed with a straight needle. Was a successful draw achieved with the same lot? Yes, two different lots. Is this happening with one particular: department, unit, and shift, time of day or person- multiple phlebotomists at (B)(6) medical center. What was method of draw?. Straight needle, wingset, syringe, line, unsure/other (please list). Are you using a bd device to transfer the blood to a tube? Btd, llad, no, other. If using a wingset were the fitting tight/secure? (Connection between threading luer adaptor to holder and male to female connection) n/a. Have the tubes been exposed to extreme heat: yes, no, unsure. How many locations affected (impatient, outpatients, etc.) Two different locations- inpatient and home health phlebotomy.